Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot# va1cpxe, implanted: (B)(6) 2017, explanted:(B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence gastrointestinal/ pelvic floor. It was reported that there was a revision. The patient reported their therapy stopped working after they had a fall so they had to go in for a lead replacement. The revision had already occurred on (B)(6) 2017. There were no further complications reported.